Event description:
Pt admitted for intra-uterine pregnancy status/post cesarean section. Had IV pump running with fentanyl. Pump stated that medication had been infused. Pt complaining of pain. Opened pump and fentanyl bag full. Pump changed. Pt given toradol 60mg intramuscular with pain relief.